Manufacturer narrative:
Internal file number: (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information was not provided. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information available, a definitive cause for the reported mr could not be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 1964 labeled device codes: 2993 labeled na internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. B3, d6: dates - estimated g9: exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other events noted in the article are filed under different manufacturing report numbers.

Event description:
This is filed to report the recurrent mitral regurgitation. It was reported that one clip was implanted to treat mitral regurgitation (mr). Twenty-five months post procedure, echocardiogram was performed. Mr increased to grade 4 and a second clip was implanted; however, mr remained unchanged. An amplatzer vascular plug ii (avp-ii) was used to further reduce mr. Details are listed in the article, titled transcatheter therapy of residual mitral regurgitation after mitraclip therapy. Please see article for additional information.